Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test noted the handle does not actuate the basket formation. A visual examination noted the basket assembly is bent over at the nose of the mlla. The support sheath is severed 1 mm from the nose of the mlla. Both segments of the support sheath are still adhered to the basket sheath. With the handle in the opened position, the cannulated handle is exposed between the points of separation. The support sheath is bowed in appearance. There was no other kink noted in the basket sheath. The basket formation was found to be corroded with biological matter. The basket formation can be manually opened and closed. A review of the device history record showed no non-conformances associated with the complaint device lot number. A complaint history search revealed this complaint to be the only one associated with complaint lot number 8627168. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. The sheath was found to be kinked and separated near the handle, preventing the basket from functioning. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test noted the handle does not actuate the basket formation. A visual examination noted the basket assembly is bent over at the nose of the mlla. The support sheath is severed 1 mm from the nose of the mlla. Both segments of the support sheath are still adhered to the basket sheath. With the handle in the opened position, the cannulated handle is exposed between the points of separation. The support sheath is bowed in appearance. There was no other kink noted in the basket sheath. The basket formation was found to be corroded with biological matter. The basket formation can be manually opened and closed. A review of the device history record showed no non-conformances associated with the complaint device lot number. A complaint history search revealed this complaint to be the only one associated with complaint lot number 8627168. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. The sheath was found to be kinked and separated near the handle, preventing the basket from functioning. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncompass nitinol tipless stone extractor was working and made several passes up and down the ureter to extract several stones. After several passes, the basket would not close anymore. Another extractor was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.